Event description:
It was reported by the clinician that during placement of the spring wire guide (swg) into the patient's right subclavian vein, the swg unraveled and frayed. As a result, a cut down was performed to remove the swg, which was intact. An x-ray was performed to confirm removal. There were no patient complications. It was noted the patient later expired, but not as a result of this issue.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.